Manufacturer narrative:
Updated information: b5 clinical narrative updated. H6 clinical code changed to e0506. H6 med dev prob code added a01.

Event description:
Clinical narrative: impella cp was inserted via femoral artery in a 76 year old male patient for a protected percutaneous intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was unknown. During case the 14fr peel away sheath began to leak at the shaft of the sheath behind the diaphragm. There were no other noted events.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the fluid leak was not determined since product was not returned and insufficient clinical details were provided. The cause of the reported sheath damage was not determined since product was not returned and insufficient clinical details were provided. The cause of the minor bleed was not determined since product was not returned and insufficient clinical details were provided.

Event description:
It was reported that a patient implanted with an impella cp experienced leaking from the sheath. The pump was explanted and the patient was in stable condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.